Event description:
After submission of the initial MDR, product was returned on (b)(6) 2026 and it was determined this complaint is not reportable per CORPFT-(b)(4).

Event description:
IT WAS REPORTED THAT ERROR ICON DISPLAY OCCURRED. NO PRODUCT OR DATA WAS PROVIDED FOR EVALUATION. THE ALLEGATION AND A PROBABLE CAUSE COULD NOT BE DETERMINED. NO INJURY OR MEDICAL INTERVENTION WAS REPORTED.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(b)(4). 3004753838-2026-186158 was reported in error. Please disregard initial reporting of this event as this event has now been deemed Not Reportable.